Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the superior vena cava defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an "alert tripped for the superior vena cava (svc)." The remote monitor report indicated the svc impedance was high. It was also reported the patient complained of feeling dizzy. The svc portion of the lead was "shut off." No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.